Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed less than three months of longevity remaining six months ago. Boston scientific technical services (ts) discussed that battery status cannot be determined and recommended interrogating the device with a programmer. Additional information was obtained which indicate that patient decided to not have generator change due to other health issues going on. Both patient and physician were aware of device limited capacity and were both okay with that. The device remains in service. No adverse patient effects were reported.